Event description:
It was reported that the customer had a cracked display window. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Esc buttons did not respond due to flattened button dome switches. Unable to perform idle current, run current, self test, off no power alarm basic occlusion, occlusion, prime, no delivery and displacement test due to no button response. Pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. (B)(4).